Event description:
It was reported the patient fell and was unable to communicate with the device following the fall. The device was unresponsive to the physician programmer, patient programmer, and recharger. The system was not functioning as the device did not have battery power and the lead was damaged. The system was to be replaced, but a date had not been determined at the time of the report. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).